Event description:
The customer reported that 10 minutes into a colectomy, the device stopped working. The surgeon said the end tones, indicating a completed seal cycle, were heard, but no tissue effect was seen. There was not pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. See attached memorandum for add'l info.